Event description:
It was reported that the ¿metal cap on fiber just came off.¿ no other details available.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4). The customer complaint of "metal cap on fiber just came off" could not be confirmed; however, the fiber was broken in two different locations within the outer flow tubing between the control knob and distal end, at 1.5 mm and 3 mm from distal end of the fiber; the fiber along 3mm of open end location exhibited severe burn marks; the metal and glass caps remained intact and attached; the glass cap exhibited severe devitrification at the output window location; the metal cap exhibited mild burnt on detritus; the outer flow tubing exhibited severe signs of melting/tearing at the break areas. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber. (B)(4).